Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump had 4.6 ml remaining. Per reporter the pump generated an error message ? No disposable, pump won't run" with 92 ml remained to be infused no adverse patient effects were reported. No additional information is available at this time.